Event description:
Additional information received from the healthcare provider (hcp) reported that the patient had an office appointment on (B)(6) 2016. The system was interrogated and she left with the system working correctly. A new generator had been implanted.

Event description:
The consumer reported that about a week prior to (B)(6) 2016 the patient woke up shaking on one arm. She went to the doctor and found out the device was turned off, so they turned it back on. This lasted a little less than a week and now it was off again. The patient saw an informational power on reset (por) for the first time on (B)(6) 2016. It was cleared and then she got an elective replacement indicator (eri). The patients indication(s) for use were parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.